Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's aunt reported that customer was found unconscious and taken to the hospital. Customer's aunt was not on customer's hipaa list. Customer's aunt stated the device is currently alarming no delivery. The alarm was cleared. Customer's aunt said that the cannula was bent and customer was not getting insulin. Customer's aunt refused to divulge any further information regarding customer's hospitalization. Customer's parents will call back later with more information. Nothing further reported.